Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer malfunctioned during use for a massive transfusion protocol with a hemorrhaging trauma patient. It was reported the warmer was "unable to transfuse units quickly or completely due to balloon pump pressure failing and not blowing up completely, also resulting in blood wasting". No adverse patient effects were reported.